Event description:
A total hip arthroplasty was revised approximately 14 years post-operatively because of a fracture in the modular stem prosthesis.

Manufacturer narrative:
Devices are awaiting engineering evaluation.